Event description:
This 78 year old woman underwent colonoscopy, at which time three polyps were removed using the "hot biopsy" forcep and standard electrocautery technique. No immediate problems developed. Eleven days later the patient developed hematochezia and was readmitted for management and required blood transfusion. Repeat colonoscopy failed to reveal a specific bleeding site because a large amount of blood obscurred the view. The bleeding was presumed to come from a polypectomy site. The patient's bleeding stopped spontaneously without further problemsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.